Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with sensors. The customer states that their sensor and blood glucose readings have been off. The customer's blood glucose level was 136mg/dl, and their sensor reading was 65mg/dl. The difference was found to not be within the acceptable range. Troubleshoot was conducted. The customer was advised on proper insertion site and calibration timing. The customer was advised that replacements would be sent out. The customer states they will be trying out their last sensor and awaiting the replacements.